Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site nurse reported that, while outside of a procedure, the navigation system became unresponsive when loading a disc into the navigation system. The system was reported to have become unresponsive after selecting the patient. The representative restarted the navigation system and loaded the unstructured exams to resolve the reported issue. There was no patient present when this issue was identified. No additional information was provided.